Event description:
It was reported that the customer was in the hospital and they needed assistance changing the basal rates and the bolus wizard in their insulin pump. Assistance was provided. The customer's blood glucose was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).